Event description:
Medtronic received a report that the react catheter leaked in the distal location during preparation. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the acute right middle cerebral artery. The a ccess vessel was the right femoral artery with a 8.2 mm diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that the surgeon prepared the react catheter for aspiration and found that the catheter was leaking. The catheter was inspected prior to use. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿ as found condition: the react were returned within a shipping box and a plastic bio-pouch. ¿ visual inspection/damage location details: no damage was found with the react catheter hub. The react catheter body was found to be slightly delaminated at ~135.2cm from proximal end of hub. The react distal tip was found to be in good condition. ¿ testing/analysis: the react catheter total length was measured to be ~140.2cm and the usable length was measured to be ~133.8cm, which is within specification. The react-68 catheter was flushed; water exited from distal tip. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leaked¿ was unable to confirmed as water exited only distal tip when catheter was flushed. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.